Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use pe & npe on lot # 9338788. This is the 1st related complaint for needle clog on lot # 9338788. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, bending during use pe & npe, needle clog) was captured and addressed investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use pe & npe on lot # 9338788. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, bending during use pe & npe) was captured and addressed investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd pen ndl 31ga 5mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles were bending at the patient end while taking injections. Also reported the non patient end was bent after trying to inject. Also reported no insulin flow during injection. Verbatim: from phone call on 2020-09-22 18:02:49: stated, the non patient end was bent, she noticed it after removing pen needle from a failed attempt at injecting. Stated, her numbers were not affected. The needles were not "missing", the non patient end was bent. From phone call on 2020-09-22 17:52:03: consumer stated, needles are bending at patient end when taking injections. Stated, no insulin flow when taking injections. Stated, she does rotate injection sites and does not re-use. Lot: 9338788. Catalog: mini pen needles, (did not have cat#). Date of event: unknown. Samples: no. Verbatim from email below: email received 2020-09-16 12:57:03 product complaints stating that she recently received a new box for diabetic needles and many of them were missing needles and were crooked as well. She was inquiring on a replacements that could be provided. She mentioned that she threw away the box and was not able to provide me needle information. She prefers to be called by phone. Her information is listed below."